Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No traces of moisture were noted at the electronic or motor assemblies. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners and a broken belt clip slot.

Event description:
Customer reported via phone call that they have a keypad anomaly. Customer states that the insulin pump may be exposed to moisture. The blood glucose reading is unknown. The insulin pump will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.